Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a shocking, painful and uncomfortable stimulation. Patient further stated that when they increased stimulation, their left leg would began twitching and they would have electrical shocking causing pain in the lower abdominal area. Patient confirmed that the therapy was on and decreasing amplitude did not eliminate the uncomfortable stimulation however the leg jerking and the shocking in the lower abdominal area stopped. Patient also reported sudden return of urinary symptoms, return of leaking after going to the bathroom. It was also reported that on each program, patient was feeling stimulation in the leg; program 4-1 5.4v, not feeling stimulation but leg jerking, program 2 & 3 at 3.0-3.1v, not feeling stimulation but leg jerking. Patient was then put on program 1 and stimulation at 2.4v, and was not feeling stimulation and leg was not twitching. It was also reported that the ins was sticking out and that it was not far under the skin and it gets caught on chairs and stuff. No further complications were noted or anticipated.